Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready screen 3 (crrs3) and capture-r ready ID (crrid) on the echo. The patient has a history of an anti-fyb. The sample was re-tested on the echo and resulted as 3+ positive.

Manufacturer narrative:
Review of instrument results: crrs3 (lot r093) negative with cells 1-3, 4+ positive control. Well images of cells 1 and 3 displayed a tight button with a light pink background. Cells 1 and 3 are fyb+. Crrid was non reactive with cell 1 and cells 3-14, equivocal with cell 2 (customer edited to negative, well image a tight button with a light pink back ground). Cells 1,2,3, 6, 8,12, 13, and 14 are fyb +. Images of wells 6, 8, 12, 13, 14 displayed tight buttons with a light pink background. A service call was made. Evaluation of unit performance revealed no abnormalities. System tested and found to be operating within specifications with no problems observed.